Manufacturer narrative:
(B)(4). Section d4: UDI details are not available based on the time of manufacturing. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
During device evaluation and performance testing of a rd900afu neopuff infant resuscitator at our fisher & paykel healthcare (f&p) service center in france, the gas inlet port broken was found to be broken. There was no reported patient involvement.